Event description:
It was reported that upon interrogation, the device was found in backup vvi mode. Several high voltage charges were noted on the device's image. Sudden drop in battery voltage. The device was explanted and replaced.

Event description:
It was reported that a pt underwent a revision surgery of an roi-c vertebridge interbody fusion construct at c3-c4. Preliminary investigation to date indicates that during the original surgery, the surgeon followed the surgical technique, however, the surgeon reported having difficulty impacting one of the anchoring plates. The surgeon placed an anterior cervical plate placed over the roi-c construct and completed surgery. It has been noted internally that a large anchoring was used with an h6mm cage contrary to the documented surgical technique for roi-c. Immediately post-op, the pt had adverse neurological symptoms (no movement of extremities) and the entire roi-c construct and cervical plate were removed and replaced with a second c3-c4 allograft fusion with plate. To date, the pt status is limited movement of legs and no movement of arms. Investigation into this event is on-going.

Manufacturer narrative:
The device was programmed to vvi pacing as received. The battery life was found to be within the longevity estimation throughout the time of implant through eol voltage due to the high number of charges over a short period of time at the end of implant. Testing on the bench and in the automated system found no anomalies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.